Event description:
Boston scientific received information that during a follow-up visit, atrial loss of capture due to dislodgement was observed. The device was reprogrammed and the lead remains implanted. No adverse patient effects reported.

Manufacturer narrative:
At this time the device and ra lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.